Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera iii duodenovideoscope. The scope failed the hygiene test several times. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on review of the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is sekusept active 1% solution. The device is manually processed with an single-use soft brush maj-1888, de cleaning brush 5-11 millimetre b1211052, neodisher systemclean neodisher septo dn disinfectant, and sekusept active detergent. The device is processed in a soluscope 4 automated endoscope reprocessor (aer) with soluscope cln detergent and soluscope paa disinfectant. The device is stored in a dustproof cabinet. Olympus is the maintenance provider of the subject device. The user sent the subject device to a third party for culture testing where: sampling from: biopsy ch. Cfu: >80cfu. Bacterial identification: corynebacterium aurimucosum. Sampling from: suction ch cfu: >80cfu bacterial identification: corynebacterium aurimucosum sampling from: suction ch cfu: 5cfu bacterial identification: greening streptococci olympus sent the subject device to a third party for culture testing where: sampling from: biopsy ch cfu: 0cfu bacterial identification: n/a sampling from: a/w ch cfu: 0cfu bacterial identification: n/a sampling from: distal end cfu: no detection bacterial identification: n/a the device was evaluated where no abnormalities were found though there were several technical defects such as scratches, wear, and insulation failure at distal end. However, these defects alone are not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.